Manufacturer narrative:
Check valve.

Event description:
While onsite to perform preventive maintenance, the MFR's service tech reported the ventilator failed extended self testing (est) due to a leak at the inspiratory non-rebreathing check valve. During eval, the service tech reported the check valve was damaged with the body detached from the ring and laying in the inspiratory port. The service tech replaced the check valve to address the finding. Performance verification testing was completed and tests passed per operating specs.